Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) increased to 548 mg/dl, leading to an emergency room visit on (B)(6) 2026. The customer was treated with intravenous fluids of saline and insulin. Customer was released from the emergency room 4 to 5 hours later on same day with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.